Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported a suture placement in the left common femoral artery was attempted with a proglide device after a mitra valve procedure. There was no device malfunction reported; however, bleeding was noted at the access site and manual arterial compression was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.